Event description:
The pump was returned for pneumatic failures. Device was unable to pass mock infusion testing successfully. During testing, red pump service alarm occurred. Log files reviewed show multiple valve 1 and valve 2 leak failures. Device was opened to check for internal damage and connection integrity. No internal damage was observed and all connections were secure.

Event description:
The following has been reported: biomed reported: I have pump sn (B)(6) that says to remove from use and service needed. No interruptions to infusion of patient incidents reported. Unit is on for you to extract logs. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.